Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line. It was sutured by hand to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable.